Event description:
Patient's authorized contact reported the meter was sitting on the counter when they observed the back of the device was bubbling/melting near the battery. The affected device was thrown away by the user. No injury or property damage was reported.

Manufacturer narrative:
Patient's authorized contact stated that the affected device was thrown away and will not be returned for evaluation. No additional information regarding the event was provided by the patient or authorized contact. The device history record was reviewed and no non-conformances were found.